Manufacturer narrative:
Evaluation summary: one picture was provided by the customer for analysis. The sample did not meet specification. Details regarding a visual inspection of the product were not provided. Picture shows burnt skin on the leg with peelings was observed. The reported condition was confirmed with a picture sample. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in the intensive care unit (ICU) ward, post-operatively, the patient had a quarterly burn. There are pictures submitted which showed the burnt site, darkened burnt skin on the leg with peelings was observed, and which can be categorized as third degree burn.